Manufacturer narrative:
Additional information was added: the lot was manufactured from april 16, 2019 - april 17, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak was observed. The reported condition was verified during initial inspection and due to the nature of the reported problem, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unknown location. The set was filled with 3420mg of fluorouracil in sodium chloride (nacl) 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.